Manufacturer narrative:
Other, other text: returned device was received with a missing flutter valve and damaged patient valve housing. Device has no other physical damages but has black marks all over the upper and lower housing as well as the diss connection. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a broken flash for a tube to a smiths medical pneupac pneupac vr1 was reported. There were no reported adverse effects.